Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full defib functionality testing and impedance testing with both sets of returned internal handles without duplicating the report. Review of the device activity logs did not show any evidence to support the customer's report. According to the log, all charges were delivered successfully. Therefore, our investigation found the report was unsubstantiated. The device was recertified and returned to the customer. No trend is associated with reports of this type.